Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a loose drive support cap. The blood glucose was 160 mg/dl. The customer stated that they felt pain afterwards while using the insulin pump. No significant event prior to the physical damage. Advised that the insulin pump needs to be replaced and to follow their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, missing end cap sticker, cracked case at display window corner, minor scratched lcd window, and cracked reservoir tube lip.